Manufacturer narrative:
H2) correction: a manufacturer representative (rep) went to the site to test the navigation system. The cable was replaced and the system performed as intended. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a manufacturing representative (rep) called to report an intermittent localizer not connected message. While troubleshooting the rep reseated the camera cart connection and it connected but when he moved the camera around it goes to localizer disconnected. To ensure that the ethernet connection to the camera is stable, technical services (ts) had the rep connect an external ethernet cord to the camera and power over ethernet (poe) and [it] went back and forth but then stabilized. Ts had the rep move the camera and the cord and it stabilized with the localizer connected. Ts will be sending the camera ethernet cable kit to the rep. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, h6: a manufacturer representative went to the site to test the navigation system. It was reported there were no issues found, the system performed as intended and no parts were replaced. The codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735843, lot number: unknown, was returned to the manufacturer for analysis. In summary, no faults were found. Both cables were found to be fully functional with no apparent physical damage. Both passed a continuity test with no opens or shorts detected. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.